Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the buttons of the insulin pump were harder to press. Customer¿s blood glucose level was unknown. Customer also reported that the insulin pump had frequent unexplained no delivery alarms, no longer given larger bolus amounts of insulin and louder on rewind. The insulin pump will not be returned for analysis.